Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient had a follow up surgery on (B)(6) 2011 to treat a bladder injury. The patient has undergone multiple surgeries and revisionary procedures, including a repair surgery on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
The patient underwent the concurrent procedure of a transvaginal hysterectomy during mesh implantation. The patient underwent an additional mesh implantation on (B)(6) 2011. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06766. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat grade iii cystocele, grade ii uterine prolapse, and stress urinary incontinence (consistent with intrinsic sphincter deficiency) concurrently with an anterior colporrhaphy, and open diagnostic laparoscopy with lysis of adhesions. It was reported that the patient underwent a cystoscopy, anterior colporrhaphy with tension free vaginal tape obturator on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06766. The same patient is represented in each medwatch.